Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was over 500 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm. And did contain more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No rewind anomaly was noted. The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion or occlusion test or verify the motor error alarm due to a broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart, self-test, rewind, displacement, prime and excessive no delivery tests. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a missing o-ring on the reservoir tube, a cracked case at the reservoir tube window corners and a stained address/serial label.